Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power on reset (por) noticed on the remote transmission. The clinic will bring the patient in to update it with new software. The device remains in use. No patient complications have been reported as a result of this event.